Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator node calibrations files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited multiple errors and was locked up. No patient serious injury or death was reported related to this event.